Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly a posterior cuff miss occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A femoral angiogram was not taken as stated in the instructions for use (IFU) warns under [warnings] 3: prior to use of this device, perform a femoral angiogram to verify that this devise is indication for the access site. [Closure failure may occur.] The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The analysis of the returned device yielded the following observations: both cuffs were still attached to the link and respective needle tips. There was approximately 1 inch of monofilament still attached to the needle tip and the rest of the monofilament was not returned. This is indicative of successful needle deployment and suture retrieval, contradicting the reported cuff miss. Based on the investigation findings, the device preformed according to specifications; therefore the cause for this complaint could not be determined. A review of the device lot history record did not reveal any nonconforming material reports associated with this lot which could have contributed to the reported event. A query of the complaint database was performed and there is no indication of a lot specific product quality deficiency. Based on this investigation, there is no indication of a product quality deficiency.